Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a surgical procedure on (B)(6) 2011 and suture was used. During the procedure, the suture broke at not knotted area when the surgeon pulled and adjusted the suture during anastomosis of the great vessel. A different suture was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Conclusion: one returned opened package was microscopically evaluated. Inside was one undispensed and one partially dispensed double-armed sutures. Both returned sutures were intact and undamaged. Neither suture was used in surgery. No actual used product was provided for examination. The two returned unused double-armed sutures did not account for all of the four double-armed sutures that consist in the package, so a complete examination was not possible. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Representative samples were returned and tested for suture knot tensile strength and the results obtained were above requirements, which always equal or exceed the minimum usp requirements. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.